Manufacturer narrative:
Upon investigation we found that the cord had been severed by an external source. Our investigation shows the sparking occured as the cord was severed. Upon further investigation we found: cord cut/burned, bent/broken lead, bent/broken thermostat, thermostat discoloration. Pad also appears to have been laid on. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.

Event description:
Customer called and reported the pad stopped heating, and then shot a spark out of the cord.